Event description:
The account alleged that the side rail will not lock into the raised position. No pt impact.

Manufacturer narrative:
The account found the cause to be a dirty hinge and locking point from dried liquid on the side rail latch. The account cleaned the side rail to resolve the issue.